Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, reproducible at lower amplitudes resulting in episodes of non-sustained ventricular tachycardia (nsvt). The physician reported allegation of lead integrity issue, possible insulation defect. A request was made to have data from this device analyzed. Rhythmcare provided recommendations to replace the lead. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update section h6 (impact codes), and h11 MFR narrative. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the report complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the clinical observation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, reproducible at lower amplitudes resulting in episodes of non-sustained ventricular tachycardia (nsvt). The physician reported allegation of lead integrity issue, possible insulation defect. A request was made to have data from this device analyzed. Rhythmcare provided recommendations to replace the lead. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Attempts to obtain additional information at this time have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, reproducible at lower amplitudes resulting in episodes of non-sustained ventricular tachycardia (nsvt). The physician reported allegation of lead integrity issue, possible insulation defect. A request was made to have data from this device analyzed. Rhythmcare provided recommendations to replace the lead. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Attempts to obtain additional information at this time have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update section a1 (patient identifier) and correction at section, d6a (implant date). At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.